Event description:
Complainant called on march 28, 2006, there was a circle on the lightsheer tip and according to the customer this had resulted in patient blistering/burn. The patient, female, was given a prescription for vanoff cream (which is a steroid cream for the irritation).